Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that an ultraflex distal release esophageal stent was used in the esophagus during an esophageal metal stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant 12 cm tumor in the esophagus. According to the complainant, during the procedure, the physician advanced the device to the target area and attempted to release the stent; however, the stent deployment suture got stuck and the stent failed to deploy. The stent was removed from the patient and the procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was received partially deployed and failed to expand during functional analysis. Please see block h10 for full investigation details.

Manufacturer narrative:
Evaluation findings of stent failure to expand. Evaluation findings of stent partially deployed. Investigation results: a visual examination of the returned ultraflex esophageal stent noted that the distal stent loops were deployed by 3mm stent and the rest of the stent was fully crocheted onto the delivery system. The shipping mandrel was inserted through the device and the yellow pullring had been removed from the hub. During functional analysis, the deployment suture was retracted and the stent was fully deployed without issue. Following deployment, the stent could not be removed off the shaft and was not fully expanded and the minimum od was 5.77mm; however, the diameter should be 18.0 ± 1.5 mm. The stent was equilibrated in a 37°c water for a total of 10 minutes. Following immersion, the stent expanded slightly with a minimum od of 7.34mm which was still below specification. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that an ultraflex distal release esophageal stent was used in the esophagus during an esophageal metal stenting procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a malignant 12 cm tumor in the esophagus. According to the complainant, during the procedure, the physician advanced the device to the target area and attempted to release the stent; however, the stent deployment suture got stuck and the stent failed to deploy. The stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Corrected information noted on march 23, 2015. It was reported to boston scientific corporation on (B)(4) 2014 that an ultraflex distal release esophageal stent was used in the esophagus during an esophageal metal stenting procedure performed on (B)(6) 2014.